Event description:
The customer called to report having an error alarm. It was stated that the customer was admitted to the hosp for low bgs. The customer was driving in the car with their family member and became unresponsive. Their family member called to the ambulance and took pt to the hosp. Also it was stated that the customer is a severe diabetic and has no pancreas causing their bgs to drop.